Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received the belt failed the functional ECG fall-off test. Upon investigation the electrode belt ECG "c&d" cable was cut, damaging wires in the cable. The root cause for cut cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
While evaluating belt sn (B)(4) for an unrelated issue, a reportable problem was found. The electrode belt failed the functional ECG fall-off test.